Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging a calibration code issue with his onetouch ultraeasy meter. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4-5x daily and his results are usually around ¿4-7 mmol/l.¿ the patient manages his diabetes with lantus insulin (18 units in the evening) and novorapid insulin (adjusted with meals). The alleged issue began (intermittently) a couple weeks prior to contacting lfs. The patient continued to follow his usual management routine. However, the patient confirmed he did not continue to test his blood glucose with the subject meter due to the reported issue. On the afternoon of (B)(6) 2014, the patient claimed he felt low blood glucose symptoms of ¿flashing lights, out cold (fainted) and got on the floor.¿ emergency medical services (ems) was contacted and transported the patient to the emergency room (ER). The patient reportedly obtained a result of ¿0.2 mmol/l¿ with another device. The patient was treated with glucose gel and reportedly felt better about 1 ½ hours after. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/25/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.